Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that backflow issue is happening on the tubing.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of backflow. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Codes.